Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere san diego. Alere san diego updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere san diego (reference (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off standard (20 miu/ml hcg urine) in 29 replicates. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The test showed an initial negative result within the read time of 3-4 minutes; and a positive line appeared in the test area of the cassette 6 minutes after the urine sample was applied. As the serum hcg concentration of the patient was 7 miu/ml, it is more likely the urine sample may not contain representative levels of hcg and lead to negative results. A line in the test region seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new first morning urine sample in 48-72 hours or that an alternate confirmation method is used. Root cause could not be determined based on the information provided by customer.

Event description:
It was reported that a female patient was tested on the hcg stat test prior to a hysterectomy with an initial result of negative within the read time of 3-4 minutes. The nurse forgot to dispose of the test and noticed that a positive line appeared in the test area of the cassette, about 6 minutes after the urine sample was applied. Two additional tests were performed on the fisher sure-vue serum/urine hcg-stat test using the same sample and they both initially displayed a negative result during the read time (3-4 minutes) and a positive line minutes after. A serum hcg quant. Test was ordered for the confirmation of pregnancy. The serum hcg quant report noted an hcg value of 7 miu/ml. The patient was given an unknown medication based on the initial negative result of the hcg test. The obgyn stated no patient harm was done to the patient due to the medication given prior to surgery. The customer confirmed that the hysterectomy was not performed and stated that to her knowledge, the patient was still pregnant and is scheduled to follow up with an obgyn.